Event description:
Person being placed on shower chair. Seat to shower chair came off frame. Person "fell through" chair. Seat frame support bar entered persons rectum causing punctured colon. Hospitalization and subsequent surgery required.